Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the transmitter and pump were positioned on the opposite sides of the customer's body. Customer moved the transmitter and pump within range without obstruction. A root cause could not be determined. Multiple follow-up attempts to continue troubleshooting were made by tandem technical support however the customer did not respond. No additional patient or event information was available.